Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received form a healthcare professional (hcp) of a clinical study regarding a patient implanted with a neurostimulator. It was reported that the patient has a lot of pain at the pocket site and feels a current when they cough or move. The patient noted that it feels like the stimulator is a knife cutting their belly. However, there is no sign of redness or infection. The etiology of the event was noted as related to the device or therapy and not related to the implant procedure. This also resulted in an emergency room visit and tests taken on (B)(6) 2017 with the patient taking pain medication (dafalgan) as an intervention. The outcome of the event ongoing. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the hcp reported that the impedances of the device were okay and around 1000 ohms. It is not known where the patient felt current when coughing or moving, with no falls or trauma occurred related to the issue. The implant was programmed to - li stn 2-c+, 2.15 v, 60 us, 100 hz; - re stn 9+ 10-, 2.20 v, 100 us, 100 hz. The hcp noted as a diagnostic performed related to the issue that "they will replace stim when a new one is needed." The root cause of the pain/current at the pocket site remains unknown. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the hcp updated the signs symptoms to note that the pain came suddenly for the patient with no change in programming in the near past prior to the event. As a result the hcp told the patient to take dafalgan which made the pain go away. On (B)(6) 2016 it was stated that an examination took place on (B)(6) which confirmed there to be no infection present. On (B)(6) the signs symptoms were updated to include that as of (B)(6) the patient was still experiencing pain. The hcp concluded that a replacement is needed because of an elective replacement indicator (eri) seen. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the outcome was unresolved with no further action planned. No further complications are anticipated.